Event description:
A surgical coordinator reported, a pt seeing rings at night following bilateral intraocular lens (iol) implant surgery. In a follow up, the surgical coordinator speaking for the surgeon reported the pt was doing better. The surgeon felt the initial problems were due to normal neuroadaptation. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 02/09/2010, 02/15/2010, 02/22/2010, 02/23/2010, and 03/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)